Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that the string broke during removal of the tampon. The tampon string was reported to be shorter than normal, appeared to be frayed, and the knot at the end of the string was missing. The consumer managed to retrieve the product without medical assistance.